Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous results for one patient sample tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat on an e411 analyzer. The sample initially resulted as 13.10 miu/ml and this value was reported outside of the laboratory. The result was questioned by a physician since it did not match the clinical condition of the patient. The sample was repeated, resulting as approximately 4000.00 miu/ml. The result of approximately 4000 miu/ml was reproducible. The patient was not adversely affected. The hcg stat reagent lot number was 123267, with an expiration date of 04/30/2017. The field service representative did not find any problem after checking the analyzer. He checked the analyzer power connection. He checked the gripper and probe; both were found to be clean. He checked tubing and found that it was properly connected. He checked probe and pressure sensor voltages. He found that the anti-static brush was worn and he updated this. He ran performance testing and this was ok. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A possible cause may be a liquid level detection error due to static electricity, since the anti-static brush was found to be worn.